Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch ¿aline preparation for patient and the actual tubing leaked at the one of the connections when flushed. Aline required for patient in ICU. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. New aline retrieved and inserted. Item identified as art0420 in kit art685 in centurion kit art685. Told this has happened 4 other times this week.¿ it was reported this event occurred a total five times. This report addresses the fourth event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch, "aline preparation for patient and the actual tubing leaked at the one of the connections when flushed. Aline required for patient in ICU. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. New aline retrieved and inserted. Item identified as art0420 in kit art685 in centurion kit art685. Told this has happened 4 other times this week". It was reported this event occurred a total five times. This report addresses the fourth event.